Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (bipolar working intermittently) could not be reproduced on erbe connected to system. Logs could not confirm the fault occurred in the field. Visual inspection: (crack on bezel top left corner and dent right top corner.) The unit was installed onto a golden system and functioned as expected. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the integrated electro surgical generator unit (iesu) bipolar was working intermittently. The procedure was completed with no reported injury.